Manufacturer narrative:
After the applicator is inserted into the nozzle, step 3 of the instructions state "hold the canister and applicator away from skin and press the dispensing valve until the first droplet emerges from the foam tip, then release finger from the valve." Step 3 typically takes 3 - 5 seconds. This is followed by step 4, which states, "keep finger off the valve and turn the canister, so the applicator is in a vertical position." The applicator should be facing downwards at a 90 degree angle. "Then wait 15 seconds for the applicator to research its effective temperature." Step 5 states, "continue to hold the canister in the same position and with light pressure, place the applicator on the treatment area for the recommended time." Therefore, based on the consumer's description, the product was used incorrectly by the nurse treating the pt. The consumer stated that she took her daughter back to the nurse about one hour after her daughter was treated with the histofreezer product. The nurse denied performing the procedure incorrectly and told the consumer that this was a normal reaction to the procedure. The nurse covered the injured area with a plaster and did not offer any remedial treatment. On (B)(6) 2015, a doctor from the facility examined the daughter's knee and agreed that the product was used incorrectly and he subsequently prescribed fucidin cream to apply to the injured area twice a day.

Event description:
A consumer reported that her daughter's knee developed a burn after being treated with the histofreezer product. The consumer reported that the nurse sprayed the product directly on her daughter's knee and was only able to treat the wart for 5 seconds since this was very painful to the daughter. Three photos of the injury were provided. One photo was taken about 20 minutes after the treatment was administered. Another photo was taken 2 days after the treatment illustrating redness on her knee resembling a burn. The final photo was taken 7 days after treatment which illustrated a scab with skin starting to peel.